Event description:
Client says that her caster wheels were sideways and she got stuck. While trying to transfer out of the chair she says she fell and cut her head. An ambulance was called and she was taken to the ER where 5 staples were used to close the cut. DHR for sn: (B)(4) reviewed, device met specification prior to shipment. Dealer has replaced the shocks, caster wheel, and recline actuator and delivered repaired chair to client. Will update if more info becomes available.